Event description:
It was reported that pump displayed malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction reappeared.